Event description:
Litigation alleges that patient has experienced severe pain and difficulty walking, as well as excessive levels of cobalt and chromium.

Event description:
Litigation alleges that patient has experienced severe pain and difficulty walking, as well as excessive levels of cobalt and chromium. Update: (B)(6) 2012 - the sales rep has reported the revision surgery. Patient was revised for reasons unknown to the rep.

Manufacturer narrative:
Depuy still considers this investigation closed.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(6) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.